Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the customer changed the pump supplies or simply cleared the alarm to address the issue. Customer's blood glucose (bg) was 29 mg/dl, cause was unknown. Customer drank juice to resolve bg level. Reportedly the customer continued to use the pump for insulin therapy.